Event description:
During lap gastric bypass, in the or, the ultra shears cauterized the tissue differently for the usual settings of 2.5. The handpiece was removed from the sterile field and a new handpiece was used without further incident.